Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.